Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified distal of right coronary artery. A 15mm 2.00 maverick balloon catheter was selected to dilate the lesion. The balloon ruptured at a severely calcified lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a maverick otw balloon catheter with the original box and pouch. The batch number on the returned packaging and device matched the batch number for this complaint. There was blood and contrast in the inflation lumen and blood in the guidewire port. Examination under magnification revealed a balloon pinhole near the distal end of the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified distal of right coronary artery. A 15mm 2.00 maverick balloon catheter was selected to dilate the lesion. The balloon ruptured at a severely calcified lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.